Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot. Add'l info was requested 07/31/2007 and 08/06/2007 by phone, mail and fax. Add'l info was received 08/06/2007 and 08/14/2007 by phone and fax.

Event description:
A surgeon reported that following intraocular lens (iol) implant surgery, a pt reports having to hold reading material closely at 10-11 inches away. Upon examination, the surgeon observed a patchy, hazy film on the anterior surface of the lens. The surgeon reports the prognosis as "unk".